Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the procedure, the physician turned down the back end wheel until snug. As the physician started to bring the device out, the tip capture became separated from the spindle. At that point, it was observed that the plastic back end wheel had snapped off. The physician slid the mechanism down to the base with his fingers to bring to two back together. While coming through the main body, the delivery system snagged/grabbed graft just above the flow divider. The physician was able to get the device out. The physician finished the case fairly quickly, did a final run and discovered a leak. The physician ballooned a few more times but was unable to resolve the leak. It was thought to be a type I, so a palmaz stent was placed to add radial force. In addition, 22 and 24 z-med balloons were used to open up the stent without effect. The physician brought the pigtail down into the graft and that is when it was identified that there was a graft tear just above the flow divider. A 16x13x82 limb stent graft was placed right above where it was thought the leak was coming from, ballooned, and still had a leak. The next option was to place an aui and do a fem-fem bypass. After placing the graft and doing the bypass procedure, followed by ballooning, the issue was resolved. There was also a type ii endoleak from the superior mesenteric artery. The patient was fine and was taken to the pacu. No additional clinical sequelae were reported and the patient is fine.